Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that the settings were cleared on the pump. Customer reported that he was watching tv and getting ready for bed when the pump alarmed with the motor error. Customer saw that the battery was cleared and when he swapped the battery, he got the motor position encoder error alarm. Customer was advised that the pump will need to be replaced due to the motor error alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion, the excessive no delivery and a21 test due to a constant motor error alarm during bolus delivery. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump had cracked reservoir tube lip and cracked belt clip slot.